Manufacturer narrative:
An event of valve explant due to leakage was reported. Gross morphological and histopathological examination revealed that all three cusps were received separately from the stent. All three cusps contained multiple tears. No acute inflammation or significant calcifications were reported. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2012, a mitral valve replacement (mvr) was performed with a 27 mm epic stented porcine heart valve w/flexfit system. At the end of 2017, the patient was diagnosed with mitral regurgitation (mr). During follow-up examinations, slight leakage had been observed by the physician since valve implant on (B)(6) 2012, however, the leakage continued to worsen and the patient was referred to a surgeon in late 2017. On (B)(6) 2018, re-do mvr was performed. At the time of at explant the leaflet and sewing cuff of the epic valve were damaged. The replacement valve was a carpentier-edwards perimount magna ease mitral heart valve, size unknown. Procedure was successful, and the patient was reported to be stable.